Event description:
It was reported to the manufacturer that the vns patient has been experiencing ventricular tachycardia. An instance of ventricular tachycardia was confirmed during holter monitoring of the patient's cardiac activity. It is unknown if the event is related to vns therapy or stimulation. The patient has been falling and fainting as a result of the arrhythmia. The patient has broken several bones from the syncopal episodes. No allegations against the functionality of the device were made. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.